Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure repeated placement attempts were made "at the apex of the heart, but the test results were not always ideal." It was also reported the ¿head of the defibrillation electrode was damaged, and the spiral wouldn't open." A different lead was implanted and no patient complications have been reported as a result of this event.